Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that patient had a revision surgery due to rotator cuff insufficiency. No other effects reported per report.